Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had previously had a vessel prosthesis implanted for abdominal aortic aneurysm. Another aneurysm later formed at the anastomotic site and an endurant cuff was implanted. The patient then presented with a rupture of the aneurysm. The physician attempted to implant another endurant cuff. However, it became stuck on the tortuous vessel and the previous vessel prosthesis and could not approach the lesion. When attempting to retract the delivery system the tip was torn apart. A third cuff was then successfully implanted from the other side. The torn tip was retrieved using a wire. It was then reported that the patient expired at approximately 1:00 am the next day due to the aneurysm rupture. The cause of the rupture was unknown. It was noted that the causal relationship between the device and the event is unknown. The physician did comment that the patient¿s blood vessel was hard and narrow because of the vessel prosthesis and bare-metal stent implanted in the past. Due to this, the delivery system was compressed inside the blood vessel, causing damage on the device, and resulting in the device tip tearing apart. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.